Manufacturer narrative:
Common name: kns unit, electrosurgical, endoscopic . Pro code: kns.

Event description:
The rate for post-emr bleeding was low at 1.2% per patient (8 cases). No patient bled more than once. Intraprocedural bleeding treated by clip placement was performed in 4 (0.6%) subjects. Seven were successfully treated with endoscopic modalities such as epinephrine injection, clips, and thermal coagulation. One patient needed surgery to oversew the bleeding site because of uncontrolled bleeding that did not respond to epinephrine injection or clips. Four of the cases presented with a significant drop in hemoglobin (> 2 mg/dl) from baseline and three of them required blood transfusions. Bleeding occurred at a mean time of 2.5 days (s.d. 1.5) from the emr procedure. Intraprocedural bleeding treated by clip placement was performed in 4 (0.6%) subjects see above. One patient with post-emr bleeding did not tolerate ppi therapy.